Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses ((B)(4)). On (B)(6) 2011, minor stenosis of the right external iliac artery was identified. The reia was used as an access vessel. On (B)(6) 2012, follow-up images showed the stenosis of the right external iliac artery remained. On (B)(6) 2013, follow-up images showed the resolution of the stenosis in the right external iliac artery.

Manufacturer narrative:
Review of the file determined this event to be non-reportable on the sheath device since the occlusion of the access vessel occurred three days after the procedure and this portion of the event is not attributable to the device or the procedure. The endoleak event has already been reported under medwatch 2017233-2015-00535.